Event description:
Patient reported multiple instances of "pain and swelling" in their breasts, "large fluid build up", and suspected bia-alcl. Pathological markers cd30+ and alk- have not been confirmed. Patient also reported "large cysts drained from my left breast due to size and pain" and "severe fatigue", which are not device-related. This record is for left side. The device remains implanted.

Manufacturer narrative:
Patient's physician information: general practitioner: "dr. (B)(6)", no other details provided. Implanting physician: dr. (B)(6), cosmetic surgeon. Full address & contact info not provided. Implanting physician country: australia. Explanting/treating physician: dr.(B)(6), facility name: (B)(6), address: (B)(6), city, postal code: (B)(6), email address: (B)(6), phone number: (B)(6), fax number: (B)(6). Clarification to b3 date of event: partial date of "approx 10 weeks ago", relative to (B)(6),2026. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma ¿ alcl - suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth rev3.0 was performed, and the event of lymphoma ¿ alcl - suspected is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl", pathological markers cd30+ and alk- have not been confirmed.